Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found the tapered end of thermoformed tubing kinked and torn. The investigation was consistent with the reported event that the device was kinked. In addition the tapered end of thermoformed tubing was torn. This damage would have caused difficulty in placing the device over the wire and through the gastrostomy site. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive¿ standard peg kit push method was used in the stomach during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the tube kinked. The procedure was completed with another peg tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Based on the investigation results, the peg tube was torn, therefore this is deemed a reportable event.